Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro device began overheating and the jaws were glowing red even though the activation toggle switch was confirmed to be in the "off" position. The harvester removed the device then unplugged it. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4).